Manufacturer narrative:
Results: the indigo system cat6 aspiration catheter (cat6) was kinked approximately 63.0 cm from the hub. The cat6 was ovalized approximately 128.5 and 130.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the cat6 was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or pinched during insertion, damage such as this may occur. The ovalization in the distal shaft of the cat6 likely prevented the introducer sheath from being placed on the cat6. Further evaluation of the returned device revealed that the cat6 was kinked. This kink was likely incidental and may have occurred while packaging in the device for return to penumbra. A demonstration cat6 peel-able sheath was attempted to be loaded on the returned cat6. However, resistance was encountered as the ovalization in the distal shaft of the cat6 entered the sheath and the cat6 could not be advanced any further. The non-penumbra sheath and cat6 peel-able sheath referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat6 aspiration catheter (cat6). During the procedure, the physician was unable to place the introducer sheath onto the cat6. The physician cut the introducer sheath to try to allow the cat6 to advance into it, however the cat6 was still unable to advance. The physician then attempted to advance the cat6 into a non-penumbra sheath within the patient, however it was unsuccessful. The physician therefore removed the cat6 and the sheath, and attempted to advance the cat6 through the same sheath and another non-penumbra sheath on the back table, however the physician still felt resistance and was unable to advance more than 10cm into one of the sheaths. The physician therefore completed the procedure using a new cat6 with its introducer sheath, and one of the sheaths. There was no report of an adverse effect to the patient.